Manufacturer narrative:
Initial.

Event description:
It was reported that the patient¿s pump issued an occlusion alert during sleep, and the patient¿s spouse observed kinked tubing on a teflon inset infusion set; the alert resolved only after a complete supply change, and blood glucose levels were unaffected, consistent with an obstruction of flow at the tubing. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed a deformation problem consistent with tubing kinking that resulted in flow obstruction associated with the tubing. It was concluded, based on previously established findings for similar reports, that the cause was traced to occlusion due to kinked tubing.